Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician, (B)(4). No complaint was received with return of the device. Failure (event) observed during analysis. Final analysis found clavicular crush damage at 29.0 cm to 31.5 cm from the connector pin. The insulation was abraded as a result of constant friction with another implantable device.